Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of occlusion is listed in the proglide instructions for use (IFU) as potential adverse event associated with use of the vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided. Attachment: article, percutaneous management of vessel occlusion caused by suture-based closure devices: a case series and benchtop model.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery (cfa) using the pre-close technique hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Reportedly post procedure, a non-abbott closure device was added after tightening the knots to complete hemostasis. A total occlusion of the cfa was identified. Using a non-abbott guidewire, flow was restored with a plain old balloon angioplasty and a cutting balloon resulting in 10% residual stenosis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous management of vessel occlusion caused by suture-based closure devices: a case series and benchtop model". No additional information was provided.